Manufacturer narrative:
(B)(4). Concomitant medical products: precision flx rmr 4.5mm disp cat# 110004180 lot# 059730 or 860090. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02743.

Event description:
It was reported the tip of the 4.5 flexible reamer broke off and got stuck in the joint during acl procedure. This also caused shearing of the 2.1 guide wire which lead to metal pieces left behind in the joint. Proper surgical technique was followed by surgeon. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02744-1

Event description:
No additional information is available at this time.